Event description:
The customer reported that there was no red alarm during an asystole event. The pt expired. There is no allegation that the device contributed to the outcome of the pt.

Manufacturer narrative:
(B)(4). The customer reported that there was no red alarm during an asystole event. The pt expired. There is no allegation that the device contributed to the outcome of the pt. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.